Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released is confirmed. The device was returned with the needle button retracted and the needle release button is unused. The cause of the needle button prematurely retracting is unknown.

Manufacturer narrative:
The device was returned and further evaluated and it was confirmed that the cause of the premature needle button released was due to a broken needle button guide post. This finding prevented the needle to remain locked down when depressed.

Event description:
The patient stated that on (B)(6) 2020 she had a v-go on the back of her arm and the needle button popped out.